Manufacturer narrative:
(B)(4). Concomitant medical products: biomet modular lateralized taperloc femoral type 1 taper (ref. No. 11-103208, lot no. 269900), m2a magnum modular head (ref. No. 157450, lot. No. 004110), m2a magnum taper adapter type 1 taper (ref. No. 139259, lot no. 694020). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty approximately 8 years ago. Subsequently, the patient was revised due to allegations of bone loss, dislocation, pseudotumor, loosening, tissue damage, implant wear, metallosis, and bone erosion. No additional patient consequences were reported. Attempts have been made and no further information has been provided. Medical records indicate the following: severe scarring; femoral head eroded into the superolateral aspect of the acetabulum; complete loss of bone over the superolateral aspect of the acetabulum; lymphocytic local tissue reaction seen from previous metal on metal hip arthroplasty due to 3rd body wear; no loosening of femoral component; trunnion was noted to be normal without complications.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes and x-ray by a hcp. Revision operative report noted that the patient was revised due to dislocation, metallosis, pseudotumor and bone loss. X-ray showed loosening of acetabular component and subluxation of the component suggestive of dissociation cup from femoral head. Dislocation of head with component seen with femoral head eroding into the superolateral aspect of the acetabulum complete loss of bone over superolateral aspect of acetabulum. No loosening of femoral component. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) for the head identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.